Manufacturer narrative:
Synthes manufacturing location was updated. UDI: (B)(4). Device history records review was performed. The report indicates that the: manufacturing date: device received in synthes (B)(4) on 21.12.2015, shelf life expiry date: 01.07.2020, manufacturing location: supplier ((B)(4)), business group: power tools. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter phone number: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was no patient harm and no surgical delay during the procedure. Another saw was readily available to complete the procedure. Patient outcome following the surgery is reported as stable.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient ID, age, dob & weight not provided for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device history records review was attempted. (B)(4). Device 03.000.402s is a batch number controlled product, therefore no service history record review is possible. Device history record review result below. No ncrs were referenced to the device part #: 03.000.402s lot #: 0864712. Review of the device history record(s) showed that there were no issues identified that would contribute to this complaint condition. The conclusion of the DHR review is that the final products met inspection requirements, certification test values, and acceptance criteria. Purchase order nr for reference: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a dental extraction it was discovered that the saw for a piezoelectric system had a cracked tip. This complaint is for one (1) device. (B)(4).